Manufacturer narrative:
(B)(4).the reported condition was confirmed but not duplicated.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. During service at baxter, a technician discovered that the failure code 810:11 was caused by a faulty ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.